Event description:
It was reported that the during a parotid case there was an issue with the device not working properly. It was noted that there was "no signal" which may indicate the system was not responding to stimulation or there was no stimulation being delivered. There was no report of patient impact or injury. Further details were requested but no information was available by the user facility.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device is still in use and will not be returned. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.